Manufacturer narrative:
The technician found the siderail slide bracket was bent. He replaced the slide bracket to repair the bed.

Event description:
Information received indicates the left siderail will not stay up.